Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder was implanted. The physician re-interrogated the device within minutes of releasing the occluder and the patient reported chest tightness, rated 4 out of 10. The patient was monitored for an additional 30 minutes following release of the occluder and after the first report of chest tightness. The physician again interrogated the septum and noted that the right atrial (ra) disc of the occluder appeared to be in contact with the posterior free wall of the right atrium. As a result, the occluder was snared successfully and as the ra disc was recaptured, the patient reported that the chest tightness was "completely gone." Ultimately, no device was implanted. No patient consequences were reported.

Manufacturer narrative:
An event of patient chest tightness and occluder contact with the posterior free wall of the right atrium was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per warnings section of the instructions for use (B)(4). A, "prior to device detachment, evaluate the position of the device relative to the free atrial wall and the aortic root using echocardiography". Use echocardiography to ensure that the device does not impinge on the free atrial wall or aortic root."